Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D10: concomitant product UDI for cylinder is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device had presented to the hospital two weeks before the operation reporting the device was no longer working properly. Upon inspection, there was a crack found in the cylinder connecting tube. The physician removed and replaced the pump through replacement surgery, and the patient was stable after the operation. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404014 serial number: n/a batch/lot number: 1000310843 model/catalog description: cxr 18cm unique identifier (UDI) #:(B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically inspected and leak tested. The visual inspection of the pump revealed that the pump had a contamination (bodily fluid) within and the pump tubing was cut down to the pump block with no tubing returned for analysis. The pump passed the leak test. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Malfunction of the device is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. A risk review confirmed that the event of hole/perforated and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a crack found in the cylinder connecting tube. As a result, the physician removed and replaced the pump. No patient complications were reported.